Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The blower motor assembly and flow sensor assembly need to be replaced to address the issue. The device was found to be contaminated with dirt.